Event description:
Physician reported a left side rupture diagnosed by ultrasound and palpation. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Photo evaluation: visual analysis of the photographs identified through the photos provided, it is not possible to determine the lot number and catalog observed broken device. Observed red particles in the gel. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Refer to (B)(4):covid-19 quality plan - complaint handling.

Event description:
Physician reported a left side rupture diagnosed by ultrasound and palpation. Device has been explanted and replaced.